Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported issue is suspected to be caused by faulty hardware. Analysis found that the software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device not returned for evaluation.

Event description:
Medtronic received information that image acquisition system (ias) had a critical battery status. This issue happened outside of a procedure. No further details regarding this issue, or specifically when it occurred, were provided.